Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported a connection issue in the atrial channel relative to the subject pacemaker during a re-intervention reposition the associated atrial lead. This pacemaker was not re-implanted.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported a connection issue in the atrial channel relative to the subject pacemaker during a re-intervention reposition the associated atrial lead. This pacemaker was not re-implanted.

Manufacturer narrative:
(B)(4).

Event description:
The physician reported a connection issue in the atrial channel relative to the subject pacemaker during a re-intervention reposition the associated atrial lead. This pacemaker was not re-implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
The physician reported a connection issue in the atrial channel relative to the subject pacemaker during a re-intervention reposition the associated atrial lead. This pacemaker was not re-implanted.